Manufacturer narrative:
Concomitant medical products: a2dr01 ipg; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and chronic low impedance were noted on the right ventricular (rv) lead. The lead was capped and replaced with a new system on the right side. No patient complications have been reported as a result of this event.